Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly during the surgery, the surgeon performed the drilling and seated the screws. He found the tip of drill-bit(about 10mm) in the patient when he took x-ray. Finally, he didn't remove it.

Manufacturer narrative:
Please disregard this incident. Per associates in (B)(4), it was not mpo's drill-bit.